Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No external damage was noticed. During the motor test error code 41622 appeared. Noticed the optic switch cam sensor was damaged by an open trace. The optic switch cable was damaged. The complaint investigation will be reopened if required.

Event description:
It was reported that the device will not pump fluid. No patient injury was reported.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08629 is no longer considered reportable, please disregard any MDR reports associated with it."